Manufacturer narrative:
Correction upon further investigation, it has been determined there is no allegation of deficiency on the pxc141400/11636609 device. This device will be removed from the event.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141400/11636609 UDI: (B)(4). Concomitant medical products-patient medications include metamucil, propranolol, losartan, loped, vitamin b, glucosamine, and calcium. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the conformable gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Images were sent to gore imaging services for evaluation. Per the evaluation the proximal implanted endograft appears to be well apposed for approximately 11mm. No contrast is visualized outside the implanted endograft. No contrast is visualized within the proximal aneurismal sac. There is approximately 28mm of apposition within the contra lateral gate. There appears to be a total of 3cm of implanted endografts within the common iliac arteries. The distal right ipsilateral limb appears to be within a somewhat aneurismal section of the vessel but no contrast is visualized outside the implanted graft. There is approximately 35mm from the right ipsilateral limb to the hypogastric origin. There are densities consistent with type 2 endoleaks visualized within the abdominal aneurism sac during the CT¿s delayed phase.

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a follow-up computed tomography scan reportedly revealed a type ii endoleak with aneurysm sac enlargement. On (B)(6) 2020, there was a reintervention and the physician coiled several accessory arteries then implanted a gore® excluder® aaa contralateral leg endoprosthesis in the right common iliac artery to extend the already implanted device. The patient tolerated the reintervention procedure.